Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valves vl57 and vl13 were broken and were causing a leak. The fse reattached the pinch valves, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak under the blood sampling valve (bsv) tray of the coulter lh 750 hematology analyzer. The instrument was taken out of service. The customer was running a reproducibility sample when the leak was noticed. The customer could not find the source of the leak. The volume of the leak was approximately 2 cubic centimeters and was contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.